Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a display (blank screen w/moisture) issue. It was reported that there was moisture in the battery compartment. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation:the device has been returned and evaluated by product analysis on 02/07/2015 with the following findings: during investigation, a review of the pump¿s history showed multiple call service ((B)(4)) alarms. The pump was powered on and the display was clear and legible; the complaint of a blank display was not duplicated. There was no moisture observed from outside of the pump. A leak test was performed successfully with no leaks found. The pump case was opened and no evidence of moisture was found inside the pump. The complaint that the display screen was blank was observed in the pump history but was not able to be duplicated during investigation.